Event description:
Healthcare professional reported injecting a patient with unspecified juvederm ultra in the lips. The patient developed a lump "with last injection point and slight blanching lasting a few seconds "that stopped immediately. Patient was initially treated with massage and "hot/cold" and later treated with "cream for bruising" and prophylactic (antibiotics)". There is remaining "localized pain" at the symptom site "thought to be from bruising." The patient is still "slight swollen" on the inner lower lip with "bruising: and has been "improving dramatically".

Manufacturer narrative:
UDI#: not applicable. The events of "lumps, blanching, bruising, pain and slight swollen" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.